Event description:
It was reported that the patient complaint of pain at the site of implant for this implantable cardioverter defibrillator (ICD). The physician decided to perform a system revision to position the device in the right side of the patient. This device remains in service. No additional adverse patient effects were reported.